Manufacturer narrative:
The lens remains implanted; therefore it is not available for evaluation. Inspection on a retain sample from the same lot was performed and no anomalies were found. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Event description:
The iol was repositioned with capsular tension ring (ctr) on (B)(6) 2015. The outcome was reported as "resolved."

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulting occurred. Surgical intervention was scheduled to take place in two weeks. The surgeon did not plan on removing the lens. Additional information has been requested but has not been received.